Event description:
Ruptured breast implant rt breast. Positive mammogram 5/98; no report to pt, report to dr ordering. Possible rupture w/ mammographic compression; not "echleurd" views, but full breast and prosthetic implants compressions. Rupture of implant and capsule w/ expulsion of contents into parenchyma. Change in shape of lt and rt breast after mammography done.